Manufacturer narrative:
This event was reported to mw5068944 on 24-apr-2017 (mw5068924). A company representative has visited the hospital and delivered a formal letter requesting further information from the physician, no further information on this event has been received to date. At present limited information is known incl the device brand name and serial number. Device not returned to manufacturer.

Event description:
This event was reported to (B)(4) on 24-apr-2017 (mw5068924). On (B)(6) 2013, a sorin tissue valve size 19 was implanted. In 2014 an echo was performed and showed a peak systolic gradient of 45 mmhg with a mean gradient of 28 mmhg and normal lvef. The patient exhibited progressive dyspnea on exertion, limiting her functional capacity to nyha class ii-iii. In 2017 the patient exhibited worsening dyspnea on exertion. A repeat echo showed normal lyef, a peak systolic gradient estimated at 56-62 mmhg with a mean gradient of 36-40 mmhg without significant valvular or perivalvular aortic insufficiency. A cardiac cta showed normal coronary anatomy, no evidence of subvalvular obstruction or panus formation. The patient¿s symptoms failed to improve and deteriorated rapidly requiring urgent admission. A cardiac catheterization showed a peak to peak gradient across the aortic valve of 96mmhg with markedly elevated lved measured at 38 mmhg. She also demonstrated severe pulmonary hypertension. A tee showed severely restricted aortic valve cusp opening with a peak gradient of 96 mmhg. Surgical aortic valve explantation and replacement was planned but the patient developed recurrent ventricular fibrillation and hemodynamic instability in the hospital while awaiting avr, the patient passed away on (B)(6) 2017.